Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, it was noted that the pacemaker was in back up vvi mode. The device was not restored due to a low battery status. Device replacement was discussed due to normal elective replacement indicator (eri). No intervention has been performed yet, and the pacemaker remains implanted. The patient was stable throughout the interrogation.